Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a failure code of 810:11 was confirmed during product evaluation. The root cause was assigned to the air in line board being out of calibration. The air in line board was verified and recalibrated in order to correct this condition. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. A service history review revealed that this device has not been previously sent into service for the reported condition. However, during previous services, an 810:11 failure code was found in the event history. The air in line board calibration was verified and no further action was taken.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility reported a colleague infusion pump with failure code 810:11. It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.